Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the module controller had no light present for drawer 2.1 indicating no communication with row boards and 2.2 light flashed indicating communication with row boards. A field service engineer (fse) reseated the row board cable at the drawer controllers for both drawers, but this did not resolve the issue. Fse then replaced the module controller, and both drawers became functional. However, during testing, drawer 2.2 stopped communicating with the row boards again. Fse replaced the retractor band to resolve the issue and successfully tested the system in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawers 2.1 and 2.2 were failed and device was not detected on bus. User recovered storage and rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.